Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one seeker support catheter was returned for evaluation. On the visual evaluation, the proximal end of the catheter was damaged. It was noted there was a piece of guidewire was within the lumen. No functional testing was performed due to the condition of the sample. Therefore, the investigation is confirmed for the retraction problem and material deformation based on the guidewire break, located within the catheter shaft. A definitive root cause for the alleged retraction problem and material deformation issue could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 06/2021), g3 h11: h6 (method, result, conclusion) h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. See h10.

Event description:
It was reported that during an angioplasty procedure, the guide wire got stuck withdrawal was difficult and the tip of the guide wire was ruptured and left in the catheter body, and the tail end of the catheter was distorted. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 06/2021).

Event description:
It was reported that during an angioplasty procedure, the guide wire got stuck withdrawal was difficult and the tip of the guide wire was ruptured and left in the catheter body, and the tailend of the catheter was distorted. There was no reported patient injury.